Manufacturer narrative:
(B)(4): excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a total occlusion in the circumflex artery with moderate tortuosity and heavy calcification, pre-dilatation was performed using a 2.0x20 trek balloon catheter and three non-abbott balloon catheters. A 3.5x38 xience prime stent delivery system (sds) was advanced but could not cross the lesion. Reportedly, force was applied during advancement of the sds. The sds and guide wire were removed as a single unit into the unspecified guiding catheter and resistance was noted. Force was applied. Outside of the anatomy, the distal stent struts were noted to be flared. A 3.0x38 xience prime sds was advanced on a new unspecified guide wire and successfully treated the target lesion. There was no reported clinically significant delay in the procedure and no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. Failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency